Event description:
I had vaginal sling -sparc- inserted on (B)(6) 2004. On (B)(6) 2012, I had to have it removed, as it has infiltrated the vaginal tissue, protruding outside my vagina, infiltrated my bladder and caused cutting on my spouse's genitals. I suffered for years before they elected to remove it. I am still having bladder complications and my surgeon just informed me that he could not remove all the sling matter and left some inside. Reason for use: incontinence.